Event description:
The subject device was implanted 2 years ago. Reportedly, the patient was admitted to the hospital because he complained about arrhythmia. The physicians noticed an inadequate pacing at ventricular level. The pacemaker was replaced.

Event description:
The subject device was implanted 2 years ago. Reportedly, the patient was admitted to the hospital because he complained about arrhythmia. The physicians noticed an inadequate pacing at ventricular level. The pacemaker was replaced.